Manufacturer narrative:
Additional product code: hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient underwent implant removal due to healed fracture. During the procedure, one (1) screw was identified as broken and almost all the screws were loose. A variable angle- locking compression plate (va-lcp) distal radius plate was also removed. The procedure went well. This complaint (B)(4) captures the 3 devices out of the 7 devices while complaint (B)(4) captures the remaining 4 devices out of 7 devices. This report is for one (1) 2.4mm ti va locking screw stardrive 20mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: x-ray reviewed: the provided x-rays do not allow for any determination of the root cause. H3, h6: a product investigation was conducted. Visual inspection: the screw head is broken off as complained, the breakage occurred just below the screw head. The broken off shaft was returned for evaluation. The stardrive-recess as well as the threaded shaft of the screw shows signs of use. Dimensional inspection: based on the measured length of the broken screw the part number could be identified as 04.210.120. However, the locking screw is damaged in a manner which prevent further accurate measurements. Document/specification review/material review: relevant drawing for the returned locking screw was reviewed and based on the measured length of the broken screw the part number could be identified as 04.210.120. However, further review could not be performed due to missing lot information. Summary: the received condition of the screw is in concordance with the complaint description and the complaint condition is confirmed. The damage occurred is determined to be post production/acceptance criterias. Since the exact lot number is not known the present complaint cannot be further analyzed. A definitive root cause was unable to be determined with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the revision surgery occurred on (B)(6) 2019.